Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that they had a manufacturer bladder or bowel stimulator implanted about 10 years ago possibly 2013 but ended up having it removed about a year or less after implant because it did not really help. Upon removal there was a 2 cm piece of a lead that was left in the body due to presence of scar tissue. Patient stated that they would like to have the lead fragment removed because the way it was positioned on the spinal cord or nerve area caused patient to have issues with their sciatic nerve. Patient is also in need of MRI but had no identifying information for their implant and does not appear to be registered. However, patient confirmed it was a medtronic implant. Reviewed lead fragment eligibility information and redirected patient to follow up with their implanting physician to determine if fragment meets scanning criteria and MRI eligibility form.

Manufacturer narrative:
Continuation of d10: product ID: neu_unknown_lead, lot# unknown, product type: lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown. B3. Date is estimated; year is valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the healthcare provider (hcp). It was reported that the patient had a post-operative diagnosis of buttock pain and fecal incontinence and they were unresponsive to the device. The device was later removed.